Event description:
Technician alleged the siderail would not latch. No patient impact.

Manufacturer narrative:
Technician found the latch cover was bent causing the siderail not to lock in the up position. The technician replaced the siderail latch cover to resolve the issue.